Manufacturer narrative:
Reported as about three months prior to revision procedure on (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that about three months ago (exact date unknown), the patient underwent a hip replacement surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. On previous follow up, reported as (B)(6) 2016; should have been (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by the reporter. Event date: unknown. Additional device product code is jdq. Implant date: unknown. The reported lot number, 76670, is not a valid synthes lot number. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was attempted for the partial/invalid lot number provided by the reporter. The reported lot number could not be traced. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip system lag screw was found to be broken post-operatively by x-ray on an unknown date. The patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2015 to remove the broken implant and revise the patient. During the removal of the screw the conical extractor broke resulting in a 60 minute surgical delay. Other details regarding the revision surgery are unknown. The original date of implant is unknown. This complaint addresses the broken screw and need for revision surgery. The breakage of the conical extractor is addressed and reported under related complaint (B)(4). This report is 1 of 1 for (B)(4).